Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device would not staple appropriately. The circle was not complete after stapling. The customer did not have information on what was done to solve the problem, but reports no patient consequence.